Event description:
It was reported that t:slim x2 pump battery would not charge reliably, with unstable charging connection causing pump shutdown and difficulty turning pump back on until cable was held in a specific position. Customer experienced high blood glucose level, but no additional details were provided regarding symptoms or treatment. Customer tried charging with tandem wall adapter and later with a different charging cable, which resolved charging issue, and technical support advised careful usb insertion, confirmed use of multiple daily injections as backup insulin therapy, and arranged replacement pump under warranty with instructions for storage, data upload, and return of problematic pump.